Event description:
Three separate 5mm disposable laparoscopic staplers failed during procedure (2 from same lot included for this medwatch.) Stapler would not properly eject staple or properly close staple, 4 staplers were opened until one was found to function correctly. FDA safety report ID # (B)(4).